Event description:
Customer reported the system is displaying current errors and is not producing x-rays or images. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced a power supply. The system is still not operating correctly, but customer has elected not to have the system repaired at this time.